Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 160 units of insulin. The customer¿s blood glucose level was in the 60's mg/dl. During troubleshooting with tandem technical support it was discovered the customer was not performing the removal air step process while preparing the cartridge; however the customer was still unable to load a cartridge. Reportedly, the customer had manual injections for alternate insulin therapy.